Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service representative provided the serial# (B)(6) for the involved iabp in this complaint event.

Event description:
It was reported that during use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to be "shaky and jumpy." This was the second iabp unit involved and the end user decided to leave the patient on the first iabp unit since the screen had settled down and resolved itself. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to be "shaky and jumpy." This was the second iabp unit involved and the end user decided to leave the patient on the first iabp unit since the screen had settled down and resolved itself. No patient adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Corrected field: b5, h6 (patient codes). The getinge representative reported that when he visited the customer location to perform inspection on another unit and the customer mentioned to him that a couple iabp units (including this reported one) had a jumbled screen. However, the customer attributed it to electrical interference and said it was not something they were going to issue a purchase order and call in a service order for. Additionally, in the presence of the stm , the customer turned on one of the units and saw nothing abnormal and shut it off and said there was no problem. The customer refused service and claimed that no issue existed, no further investigation is required.

Event description:
It was reported that during use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to be "shaky and jumpy." This was the second iabp unit involved and the end user decided to leave the patient on the first iabp unit since the screen had settled down and resolved itself. No patient adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the screen for the cs300 intra-aortic balloon pump (iabp) was observed to be "shaky and jumpy." This was the second iabp unit involved and the end user decided to leave the patient on the first iabp unit since the screen had settled down and resolved itself. It is unknown if there was any patient harm/injury; however there was no adverse event reported.